Event description:
It was reported that the user experienced hypoglycemia while using the ilet system after eating without announcing meals, leading to an elevated glucose earlier and subsequent automated insulin delivery that overcorrected, with the lowest blood glucose documented at 55 mg/dl and cgm lag noted against fingerstick. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient low glucose outside the target range for approximately 30 minutes, self-treated with 2¿3 glucose tablets, and no medical intervention or hospitalization. Investigation included review of user-reported data, education on meal announcements, and explanation of cgm lag relative to fingerstick values. Investigation of this case revealed that unannounced carbohydrate intake contributed to postprandial glycemic variability and subsequent automated insulin dosing that resulted in a low glucose event, with device alerts or alarms not implicated. It was concluded, based on previously established findings for similar reports, that user behavior related to meal announcement most likely caused the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.